Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) alert just after a ventricular event. A small amplitude noise was observed at the right atrial electrogram. Based on the screenshot the right atrial noise likely triggered the sam event. The shock electrogram also showed an odd morphology. Impedance measurements, automatically measured during sam events, showed within normal limits values on both right atrial and right ventricular channels. The ICD remains in service at this time. No adverse patient effects were reported.